Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with the patient programmer and charger. The patient does not recall the last time she charged the ipg. As such, the ipg was inoperable. Surgical intervention may be undertaken to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which the ipg was explanted and replaced. Effective stimulation was restored following the procedure.

Event description:
Follow-up confirmed the patient discontinued charging the scs system.